Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a robotic assisted nephrectomy, there was poor staple formation and the staple line was incomplete centrally. Staple line was bleeding. Medical intervention was needed to prevent permanent impairment of function. To prevent hemorrhage, the doctor placed pressure on the staple line with grasper to achieve hemostatic staple line. Patient status is alive with no injury. No patient adverse events reported. No reinforcement material was used.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted the reloads were fully fired. Microscopic evaluation noted that the first reload had damage to the cutting edge of the knife blade. Pmv performed functional testing which included the reloads was loaded into the subject instrument for functional testing. The first reload was cycled and pushed the test material instead of cutting the material. The second reload cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.